Event description:
The manufacturer field service technician reported that the device was found to have chipping paint during testing at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer field service technician reported that the device was found to have chipping paint during testing at the user facility. There were no adverse consequences related to this event.